Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a gunther tulip vena cava filter implanted on (B)(6) 2012 at (B)(6) by implanting surgeon (B)(6)." Pt outcome: it is alleged that "[pt] suffered punitive damages." Additional info requested but not yet provided.

Manufacturer narrative:
Catalog# unk but referred to as a gunther tulip vena cava filter. Expiration date: unk as lot# is unk. Catalog# is unk the 510(k) could be either k090140, k112119 or k121057 based on the date of implant. Investigation still in progress.